Event description:
Hosp has been experiencing some problems with the internal staplers. Co reps have been very helpful by assisting operating room staff to identify the source(s) of the problems and arranging for evaluation of the products. Malfunctions of the stapler have ranged from failure to fire to inadequate closure/stapling of the tissue. The problems occurred at the end of last year and hosp has not experienced any other malfunctions since 12/95. However, hosp recently had three (3) cases where the stapler apparently malfunctioned. Review of the incidents reveals that there really were no common factors: two different surgeons were involved and the lot numbers of the staplers in question were different. Hosp is very concerned over the add'l risks imposed on the pt by using equipment which does not consistently perform to proper specs. Hosp has, therefore, decided to temporarily discontinue use of this stapler until receiving sufficient reassurance from MFR that this product is safe for pts.